Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings:there was no visible damage to the keypad. The keypad buttons were tested and the up, down, and ok buttons have an intermittent response. The keypad was removed and contamination was observed under all of the keypad button contacts. Unrelated to the complaint, the pump display screen was found to be faded and discolored.